Manufacturer narrative:
The findings of the study were summarized in the article: jeffrey jim, md, brian g. Rubin, md, patrick j. Geraghty, md, samuel r. Money, md, mba, and luis a. Sanchez, md. Midterm outcomes of the zenith renu aaa ancillary graft, journal of vascular surgery, august 2011; volume 54, number 2: 307-315.

Event description:
Boston scientific crm received product information from a study designed to evaluate the midterm outcomes of treatment with a aaa ancillary graft. The ancillary graft provides active proximal fixation for treatment of pre-existing endografts with failed or failing proximal fixation or seal. The study involved a total of 151 pts. Nine ancure endografts had been implanted in pts int he study. During the 14 month follow-up, reported endograft and ancillary graft related adverse pt effects for this ancure graft included: proximal type I endoleak, caudal migration greater than 10 mm, kink, and graft occlusion. Ancillary graft was implanted 60 months after the original ancure implant. The ancure endograft remains implanted and no additional adverse pt effects were reported. (B)(4).